Event description:
It was reported that the gasket on the front is not sealing and leaking. No additional information.

Event description:
Additional information was received which included the event date and that there was no patient involvement. Issue occurred during quarterly preventive maintenance.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, front cover, and pole clamp, faded line cord, outdated printed circuit board (pcb) and power switch. Functional testing found the device leaks from the tank cover. The root cause of the reported issue was found to be user interface - incorrect assembly of the gasket by the customer. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.